Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported may have been the result of either excessive flexion between the femoral component and the tibial spine or axial rotation mismatch between the femoral component and the tibial components; likely leading to offset/asymmetrical contact between the femoral cam and the ps tibial insert spine, which may have precipitated the fracture of the tibial spine. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
It was reported that a right knee was implanted in 2014. A revision was scheduled to take place on (B)(6) 2019. Upon opening the knee, the surgeon noticed that the post of the insert was broken off and free floating in the knee. Upon further exposure, he recognized that the poly was severely delaminated on the lateral side, anterior aspect, post, and partially underneath the poly. The surgeon then washed out the patient¿s knee, and exchanged the poly for an size 2, 22mm poly, in exchange for the 15mm that was in there previously. The surgeon is completing further observation prior to sending device back. To this manufacturer. Patient is (B)(6) and roughly around (B)(6). No relevant history is known. Initial implant in 2014.